Event description:
The customer states that he tested his blood glucose using one of his contour meters and received a reading of 520 mg/dl. He had not eaten and did not feel as if his glucose was that high, but he overrode his insulin pump to give himself more insulin. The customer stated that he then experienced a hypoglycemic episode. He retested after he gave himself insulin and received readings of 450 and 292 mg/dl. All readings were taken within 5 minutes. The customer did not provide any more info about the event. The customer did not have his testing supplies within him at the time of the call, so troubleshooting was not possible. No product will be returned at this time.